Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The complaint was investigated and was confirmed via review of in-vivo data analysis, as it was observed that the glucose responses of the system became noisy on the 17th october and stayed noisy until the ec#39 (early sensor replacement) alert was triggered on (B)(6) 2021. The observed noise on both the on and off channels as well as in the glucose response is potentially responsible for the reported inaccuracy of this sensor.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where patient experienced a false hyperglycemia event where sensor showed 250 mg/dl where as bg was around 120 mg/dl. The user was asymptomatic but received high glucose alerts due to difference in glucose values.